Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "color sensor error" was reproduced because device was not recognizing a closed door. A review of the event history log revealed multiple "shut door to power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower auxiliary latch switch not adjusted properly . The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had color sensor error because device was not recognizing a closed door. There was no report of patient injury or medical intervention associated with this event. No additional information is available.